Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported by the customer the port needle line snapped right above the cap. It appeared to be a clean cut. The clamp had fallen off of this line. The port needle and dressing were still in situ. The residual line was leaking blood onto the patient and bed. The line was replaced. The patient was not harmed. The device was discarded after the event. No other information was provided.